Manufacturer narrative:
The insulin pump had no button error alarm or audio/beep anomaly noted during testing. The pump had unresponsive buttons due to flattened escape, act and up buttons dome switch. No unlocked j2 or cd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad and beep anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a high pitched noise and the buttons does not work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.